Manufacturer narrative:
No device returned for evaluation. No radiographs provided to confirm the event. Un-retrieved fragment from index surgery was left in-situ per surgeon's discretion and interbody spacer was discarded at the facility. Complaint could not be confirmed and no root cause could be determined. No patient injury reported. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation nonunion or delayed union". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone."

Event description:
On (B)(6) 2016, a patient underwent a transforaminal lumbar interbody fusion at l4-l5 disc space, during insertion the inserter tang broke off and was not retrieved. No patient injury reported. During a later follow up visit radiographs showed the interbody spacer had migrated. On (B)(6) 2017 a revision procedure took place where the migrated spacer was replaced however the previously un-retrieved inserter fragment was again left in-situ. No patient injury reported.